Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had high blood glucose of 400 mg/dl. Customer was assisted with pushing up the max bolus to 15.0u. Customer stated that he ate candy yesterday that he should not have eaten. Customer stated this is why his blood glucose went up so high. Customer stated that his son went to the hospital for heart issues and he is very stressed out, which he feels attributed to his high blood glucose. Customer treated with a bolus. Customer ran a manual prime and the insulin did exit the tubing. Customer had an unexpected restart alarm in the alarm history that he stated occurred after a battery change. Customer confirmed that the pump settings and programming were correct. Customer refused to run a high pressure test because the pump does warn him when there is an occlusion and the pump does give him no delivery alarms when occlusions are found. Customer was advised to do a complete set change.